Event description:
A (B)(6) female pt underwent an initial 4 level fusion surgery on l2-s1 on (B)(6) 2010. One sequoia dorsal height adjuster was broken trying to tighten the screw at l5. The distal tip of the instrument was broken in two places. There was less than a 30 minute delay in the procedure. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.